Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Healthcare provider reported per the ultrasound "it is observed inside the implant and peripheral to it "snowstorm", finding compatible with capsular rupture, as well as an axillary lymph node, distanced from the implant." This is for the left side. The device remains implanted.